Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. There was a map shift with no patient movement or cardioversion confirmed. It was reported that there was a sudden and visible map shift mid-procedure. This is an ongoing issue (reported under 2029046-2022-00610) and there have been multiple parts replaced but the issue persists. A default template was being used and there was no patient movement to explain the map shift. A remap was performed but the pentaray would not create matrix on the right side of the vein. Error 371: could not acquire matrix was being displayed on the carto 3 system. This has also been an ongoing issue. The workstation was exchanged for a mobile unit and a "catheter expired" error appeared when the pentaray and ablation catheter were reconnected. The catheters were exchanged and the issue was resolved. The procedure was continued. Additional information was received on 6-mar-2022. The map shift was discovered while ablation was off. They had been ablating anterior and inferior to the left inferior vein. The map was in a pa caudal position and all of a sudden, all catheters disappeared for about half a second and when they were visualized again, they were not in the same place. They noticed instantly in that position that the pentaray appeared superior to the left superior vein. They waited a few seconds and it looked like the shift had fixed itself and the pentaray was almost back in the same position it was pre shift. But as we ablated up the posterior wall, all of the posterior visitags looked suspended more posterior that the posterior wall. They do not know the approximate distance of the shift as they did not try to measure. The patient did not move at all when the shift happened, and no cardioversion had been done. Multiple attempts have been made to obtain clarification. However, no further information has been made available. The map shift issue described was assessed conservatively as reportable even though it was not clarified that a map shift error did not occur as the reporter did report other unrelated error's when providing the complaint details. The unable to map issue was assessed as not MDR reportable. Since the catheter cannot map by the carto system, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The catheter expired error was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 31-jul-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system. It was reported that there was a sudden and visible map shift mid-procedure. This is an ongoing issue (reported under 2029046-2022-00610) and there have been multiple parts replaced but the issue persists. A default template was being used and there was no patient movement to explain the map shift. A remap was performed but the pentaray would not create matrix on the right side of the vein. Error 371: could not acquire matrix was being displayed on the carto 3 system. This has also been an ongoing issue. The workstation was exchanged for a mobile unit and a "catheter expired" error appeared when the pentaray and ablation catheter were reconnected. The catheters were exchanged and the issue was resolved. The procedure was continued. The issue was investigated. It was found that the reported map shift was caused due to patient movement. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." The patient interface unit (piu) was sent due to customer request. All tests passed. System is up and ready for use. The suspected piu was sent to device manufacturer for investigation. It was found that the dc/dc card was faulty. The card was repaired. The complaint history of the system was reviewed. A manufacturing record evaluation was performed for the carto 3 system # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially reported that the map shift issue described was assessed conservatively as reportable even though it was not clarified that a map shift error did not occur as the reporter did report other unrelated error's when providing the complaint details. Additional information was received on 31-mar-2022 confirming that there were no errors displayed on the system when the map shift happened or after. Therefore, this event remains assessed as MDR reportable for the map shift issue with no error message, no cardioversion and no patient movement. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).